Event description:
The eyelet of needle broke off in patient while surgeon was suturing a hip wound. The broken piece was retrieved. The needle holder was placed off to the right of the middle of needle.

Manufacturer narrative:
Due to a recent FDA inspection, this MDR is being reported late as a result of a re-evaluation.